Event description:
It is reported that the customer had high blood glucose levels of 122 mg/dl. The customer reported that the numbers on the display bar of the insulin pump keeps moving up or down. The customer also reported that the up and down arrow buttons of the insulin pump might be stuck. The customer reported that the insulin pump might have been exposed to sweat. The customer was advised that the insulin pump would need to be replaced. The customer was advised to discontinue the use of the insulin pump and to revert to a back-up plan per the health care provider's instruction. No additional information is provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.